Event description:
The customer repots a difference between two serological tests performed in a two (2) month interval. In march, the pt sample was tested with vidas cmv lgg assay lot 781649001 and gave a negative result (<4au/ml). A month later, another sample from the same pt was tested with vidas cmv igg assay lot 783391801 and gave a positive result (8au/ml). The march sample was retested on lot 783391801 and gave a positive result (8au/ml). The two samples were tested with a competitor assay and both gave negative results. The samples were re-tested at the biomerieux, inc. Quality control laboratory with the following results: -negative (<4 au/ml) with vidas cmv lgg assay lot 782752601 -positive (6 au/ml) with vidas cmv lgg assay lot 782752601 -positive (6 au/ml) with vidas cmv lgg assay lot 783391801 -negative on a competitor reagent. In summary, samples testing with vidas cmv igg assay lot 783391801 give positive results, while negative results are found with other vidas cmv igg assay lots and competitor reagents.